Manufacturer narrative:
Incidental findings: inner conductor breakdown was confirmed in both power cables. A green substance was confirmed inside the power cables and the controller. Manufacturer's investigation conclusion: the reported event of low voltage alarms, damaged strain reliefs and faded serial number was confirmed. The evaluation of the returned system controller serial number (B)(4) revealed that both strain reliefs were damaged, and the controller¿s serial number located on the side was faded and not readable; however, the serial number under the backup battery was intact and readable. The data log file was successfully retrieved and contained events recorded from (B)(6) 2019 where multiple power cable disconnect and low voltage advisory alarms were recorded. The pump support was not affected, and the system maintained the desired speed with no interruptions. Further evaluation confirmed inner conductor breakdown in both power cables. This conductor breakdown has the potential to result in the low voltage alarms captured in the log file. The root cause of the inner conductor breakdown appeared to be related to wear and tear due to repetitive lead flexing during cable use. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller was returned for analysis. The manufacturer's investigation revealed inner conductor breakdown confirmed in both power cables. A green substance was confirmed inside the power cables and the controller.